Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The returned device had a broken collar attachment prong. Collar and black sheath could slide completely off device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when excessive and/or improper force is exerted on the collar beyond full deployment point. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, as the surgeon tried to use the device, black sheath cover was broken away from the shaft. A new device was used and it worked well. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, as the surgeon tried to use the device, black sheath cover was broken away from the shaft. No patient involved.